Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are( B)(4) and CAPA (B)(4).

Manufacturer narrative:
Correction data: it was initially reported that the number of events for the period were 76 however, upon further review of the 1 event was inadvertently missed. Hence the actual number of events for this period were 77. Additional information: serial number for the product related to that product is 5930771905. Investigation was completed for this serial number and no product was returned. The investigations concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
It was initially reported that the number of events for the period were 77 however, upon further review of the event 1 is no longer considered a reportable malfunction therefore the correct total of events is 76. In addition with this change the breakdown of the events changed for the haptic damage which changed from 13 to 12 events. The serial number for the device that is no longer a reportable event is (B)(4).

Manufacturer narrative:
Additional information: there were 28 investigations completed during this period. Breakdown of 28 investigation are as follows with respective serial numbers: (B)(4) haptic detached, lens damaged, override, stuck in cartridge (B)(4) no product returned. (B)(4) no product returned. (B)(4) no product returned. (B)(4) override, stuck in cartridge. (B)(4) no product returned. (B)(4) lead haptic not folded, override, stuck in cartridge. (B)(4) tip deformed (B)(4) lens cut. (B)(4) no product returned. (B)(4) no product returned. (B)(4) lens cut. (B)(4) haptic damaged, lead haptic not folded, stuck in cartridge. (B)(4) no product returned. (B)(4) tip deformed. (B)(4) haptic detached, lens damaged. (B)(4) stuck in cartridge, tip deformed .(B)(4) no product returned. (B)(4) haptic detached, lens damaged. (B)(4) no product returned. (B)(4) cartridge crack, stuck in cartridge, tip deformed. (B)(4) no product returned. (B)(4) no product returned. (B)(4) no product returned. (B)(4) no product returned. (B)(4) no product returned. The investigation it concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted. H3 other text : placeholder.

Manufacturer narrative:
Additional information: additional information was received, and it was learnt that 1 event that was initially reported from period (B)(6) 2019 to (B)(6) 2019 with serial number (B)(4) is no longer reportable as based on additional information it was confirmed that there was no lens damage. There were 3 investigations completed during this period. Breakdown of 3 investigations with respective serial numbers are as follows: (B)(4) stuck in cartridge. (B)(4) no issues identified. (B)(4) cartridge tip cracked/damaged, stuck in cartridge. The investigations concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted. H3 other text : placeholder.

Manufacturer narrative:
Additional information: from the 77 events: cosmetic 6, cosmetic, difficult to use 1, handling problem, lens damaged 1, haptic damaged 13, haptic damaged, lens damaged 1, haptic detached 4, iol torn 6, lead haptic not folded, lens damaged 1, lens damaged 42, lens damaged, preloaded plunger did not lock 1, lens damaged, stuck in cartridge 1. Serial numbers of suspect products: (B)(4). 48 investigations were completed and 29 are pending for the time period. From the 48 investigations: 21 no product return, 1 cartridge crack, lens damaged, override, stuck in cartridge, tip deformed, 1 cartridge crack, stuck in cartridge, 1 haptic damaged, haptic detached, 1 haptic damaged, iol torn, override, stuck in cartridge, 2 haptic detached, iol torn, 1 haptic detached, lens damaged, override, stuck in cartridge, 1 iol torn, lens damaged, override, stuck in cartridge, 3 lead haptic not folded, stuck in cartridge, 1 lead haptic not folded, stuck in cartridge, tip deformed, 4 lens cut, 1 lens cut, haptic damaged, 1 lens cut, tip deformed, 1 lens damaged, stuck in cartridge, 1 lens damaged, stuck in cartridge, tip deformed, 5 no issues identified, 1 override, stuck in cartridge, tip deformed, 1 stuck in cartridge. In all the investigations it was concluded that products met manufacturing release criteria and no product deficiency was identified. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 77 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.